Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported during (B)(6) 2018 permanent implant , the physician was unable to tighten the set screw down on the ipg. Reportedly, impedance values on all contacts were within normal limits. As a result, the physician opted to replace the device with a new one which resolved the issue.